Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer completed the fill tubing step to ensure insulin flow before resuming insulin therapy.